Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.7, lab: 2.2. Caller is upset because he correlated well on (B)(6) 2011 with the following results: date: (B)(6) 2011, inratio: 2.0, lab: 2.0.